Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device upgrade procedure, the right atrial lead had high pacing impedance, and the impedance had been varying and low during the last 12 months. Oversensing was noted with pocket manipulation and noise was noted on a recorded atrial fibrillation (af) episode. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.